Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited high outputs. Additional information received which indicated that this patient has fell and had a bad- sprained knee and was taken to the hospital with a heart rate of thirty beats per minute (bpm). This device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited high outputs. Additional information received which indicated that this patient fell and had a bad- sprained knee and was taken to the hospital due to heart rate of thirty beats per minute (bpm). This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.